Event description:
Complaint investigation when a consumer reported receiving a high reading of 16.8 mmol/l (304mg/dl) on a medisense precision xtra monitor when compared to a valid laboratory result of 9.2 mmol/l (167mg/dl). These values when plotted on a clarke error grid fell into the "c" zone showing that the results were clinically significant. There was no report of death, serious injury or medical intervention associated with the event.